Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4). Additional information was requested, and the following was obtained: please clarify, did the patient required hospitalization for further diagnosis? No was the suture trimmed in physician¿s office? Yes was the suture removed in a routine post-op procedure? No at her gp surgery was the suture removed in a reoperation procedure? No at her gp surgery was reoperation necessary to remove the suture and re-close the wound? No procedure name and date? (B)(6) 2022 stitches removed at her gp surgery event date? (B)(6) 2021". Additional information was requested: were there any adverse consequence associated with the patient? What is the product code and lot number? Device return status attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was reported that the suture are not dissolving after approximately six weeks. There were no patient consequences reported. Additional information was requested.